Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm due to buttons not responding.

Event description:
Customer reported via phone call that the insulin pump was no longer delivering insulin. Customer's blood glucose value was 240mg/dl. Troubleshooting was not performed. Insulin pump will be returned for analysis.